Manufacturer narrative:
During a follow-up call on (B)(6) 2016, the customer reported that the cartridge had been changed on (B)(6) 2016 and (B)(6) 2016 during the routine cartridge change, and the customer received accurate fill estimates and no longer had any issues. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin. The customer's blood glucose level was 180 mg/dl.